Manufacturer narrative:
(B)(4). Physio-control evaluated the device. The reported failure was not duplicated. Proper operation was confirmed during functional and performance testing. The cause of the reported failure was not determined.

Event description:
It was reported that during testing, the device powered off during the defibrillation charge cycle. There was no patient use associated with the reported failure.